Event description:
It was reported that intra-operatively, the lead became dislodged from the septum after the first attempt to place it. A second attempt was made and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.